Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. Concomitant medical products: d314drg, device implanted (B)(6) 2013 (B)(4).

Event description:
It was reported that the lead was difficult to place due to atrial ablation-induced scar tissue. Despite attempting multiple locations, the lead continued to dislodge and experienced poor sensing as a result of the patient's anatomy. A second lead was attempted with similar results. Both leads were attempted at implant, but not used. No patient complications have been reported as a result of this event.